Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.